Event description:
It was reported that the right ventricular (rv) lead exhibited dislodgement. The lead was explanted and replaced. Patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned for analysis. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector region, helix retracted and clogged with blood / tissue. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing was normal. All damages found are consistent with procedural damage.